Manufacturer narrative:
The device will not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for over 100 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. The following are the user's results: 2022/07/07: sampling from:all channels. Cfu:>100 cfu. Bacterial identification:escherichia coli. 2022/07/08: sampling from:all channels. Cfu:1-10 cfu. Bacterial identification:escherichia coli. 2022/08/01: sampling from:all channels. Cfu:no growth. Bacterial identification:n/a. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.